Event description:
The customer called to report a drive tube leak that occurred during a treatment procedure. Customer biomed engineer called to report drive tube leak during treatment procedure as it was reported to him by the end user. Biomed requested service. (B)(4).

Manufacturer narrative:
Batch record review: a review of the lot file for a334 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot a334 was performed. There was 1 additional complaint reported for drive tube leaks to date for this lot at the time of the investigation. (B)(4). Field engineer cleaned the fluid/blood. Replaced new centrifuge detector strip and he performed the system checkout procedure with no issues. Repairs have returned this instrument to expected operation. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).